Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right atrial lead exhibited episodes of lead noise resulting in inappropriate mode switches. The noise was not reproducible in clinic. The lead also exhibited increasing capture thresholds. The lead was reprogrammed.